Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2012, it was reported that the patient had been receiving stationary treatment at the hospital since (B)(6) 2012. His blood glucose level was 27 mg/dl. The patient's diabetes counselor did not find anything unusual in the infusion device's history. She changed the accessories and started the device and a while later the patient's blood glucose level was too low. She again checked the device and determined the plunger holder had no contact with the insulin cartridge plunger causing inaccurate delivery of insulin. The patient's parents no longer want their daughter using an infusion device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.